Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device intermittently did not deliver when the button on the bolus cord was pressed. It was reported that the bolus cord was connected to a gemstar pump. During testing, it was reported that after the bolus cord was moved to an unspecified position, the device intermittently did not deliver when the bolus button was pressed. There were no reports of any adverse pt events and no reported delay in critical therapy while the device was in clinical use. Thought requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.